Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 15th distal stent wrap with struts raised and overlapping. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. The resolute onyx was inspected prior to use with no issues noted. The physician used a balloon to pre-dilate the lesion. Resistance was encountered while delivering the resolute onyx. The device failed to cross the target lesion. Excessive force was not used. The stent was replaced with another resolute onyx. No patient injury reported. During analysis of the returned resolute onyx, stent deformation was noted. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.